Event description:
Procedure: gastric bypass. According to the reporter: the reload was fired on the last firing needed to complete the pouch. The reload misfired causing add'l reloads to be used and an add'l resection. The handle was used through the rest of the case with no incident. It delayed the case and add'l product had to be opened and they had to do a resection. A scanned photo of the staple line was received which showed malformed staples.

Manufacturer narrative:
(B)(4).